Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. No adverse trend could be identified, therefore no further activities are required. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported on (B)(6) 2019, by a healthcare professional that a consumer developed a corneal ulcer. Additional information has been requested but not yet received.